Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device after an interventional thoracic aortic aneurysm procedure with a 7f sheath. Reportedly, a suture break occurred after harvesting the suture. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture break¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment and the suture was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed emdr, additional information was received stating that the interventional procedure was a peripheral arterial occlusive disease procedure, not a thoracic aortic aneurysm procedure as initially reported. No additional information was provided.